Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) likely caused by a microcurrent muscle enhancer. Technical services (ts) was contacted, and ts confirmed what appeared to be emi on the electrogram (egm). The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to electromagnetic interference (emi) likely caused by a microcurrent muscle enhancer. Technical services (ts) was contacted, and ts confirmed what appeared to be emi on the electrogram (egm). The s-ICD system remains in service. No adverse patient effects were reported.